Event description:
At initiation of hemodialysis treatment staff noticed a crack in the fistula needle luer connector. Ebl=30cc. No pt injury or need for medical intervention is reported. Pt was recannulated and treatment continued.